Event description:
Event description guidant received information that this implantable transvenous defibrillation lead was repositioned after it was determined to be dislodged. This left ventricular pacing lead was explanted electively .